Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A review of the batch file was found to be acceptable. Retention samples were visually evaluated and found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This is a case that was reported on the (B)(6) 2010 to the baxter (B)(4) department. It was reported that precipitation formation was observed on the (B)(6) 2010. There was no adverse events/consequences that occurred during this period of the precipitation formation. The filter type and code and batch number was (B)(4). The machine type was an aquarius with automatic degassing (B)(4). Haemofiltration was the therapy that was performed. 4 accusol 35 5000ml bags were used on the machine. The blood flow was 200ml/hr, predilution was 1200ml/hr, postdilution was 1200ml/hr and the temperature was 37c. The patient was being treated for 48 hours before the precipitation was noticed. 48 hours had elapsed between the lines involved were set on the machine. The patient's therapy was stopped, blood returned to the patient. 20mmols of potassium was injected into the accusol bags. Heparin was added through the lines. All 4 accusol bags were mixed. Precipitation was present between the heating coiler and the degassing chamber, between the degassing chamber and predilution pump, between the degassing chamber and postdilution pump, after predilution pump and after postdilution pump.